Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles and customer had high blood glucose. Customer's blood glucose was 22.0 mmol/l and treated high blood glucose. Troubleshooting was done. The customer was advised that box and few infusion sets would be replaced due to their issues with the entire box. No further information provided.